Event description:
During verification testing, air was noted in the tubing distal to the pump with no pump alarm.

Manufacturer narrative:
Testing and investigation found the device did not alarm when distal air was present. This was due to the bubble sensor printed circuit board. The event that is being reported was noted during manufacturing testing; therefore, user facility event codes are not applicable in this case.